Event description:
It was reported that a merlin.net transmission was received which showed multiple episodes of nonsustained lead noise. Erratic signals were seen on the ventricular channel. Physician plans to revise the lead. No further information is available at this time.

Event description:
New information received notes the lead was capped and patients condition was normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.